Event description:
It was reported that the device displayed sensor not detected during a sensor session. The sensor was inserted into the abdomen before (B)(6) 2023. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).